Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient presented to the emergency department in possible ventricular tachycardia. "The device did not detect the arrhythmia." The patient was externally defibrillated. The device was interrogated and no episodes were found. Per the cardiology fellow at the hospital, no magnet had been placed on the device. Later review of manufacturer's data base revealed the patient had died (B) (6) 2010. The cause of death has been requested and not received.